Event description:
During service by baxter, the infusion pump failed the accuracy test. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 04 2007. Evaluation summary: the failed accuracy test was confirmed. Inspection of the device found that the pump head module was underinfusing and that the failed accuracy test was caused by a faulty pump head module. The pump head module was replaced.